Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited high pacing thresholds due to dislodgement. The lead was repositioned and remained implanted. The patient's condition post procedure was good.